Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 45-60 mg/dl) and food was consumed to address low bg. Customer alleged too much insulin was being delivered due to the pump settings were too high and needed to be adjusted. Tandem technical support recommended the customer discuss the settings with a healthcare provider.